Manufacturer narrative:
The investigation into the reported ¿product damage (cannula kink)¿ has been completed since the original report was filed. Product was returned for investigation. The device was visually inspected and found cannula kink observed near inlet cage. As per clinical investigation, the impella was pulled into aorta. During attempted repositioning under echo guidance in the unit, pump became kinked. Kink was discovered when patient was brought to ccl for repositioning. The physician was able to straighten the pump in the ccl and removed without incident. The most likely root cause of the cannula kink was use related issue due to improper technique while attempted to reposition impella.

Manufacturer narrative:
The impella device was received from the customer and an evaluation of the device on the benchtop is ongoing at this time. Upon investigation closure, a supplemental MDR will be filed. Per the IFU: handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported had a 53-year-old male had an impella cp pump placed for hemodynamic support. The pump was being repositioned within the left ventricle (lv) when the team visualized a kink. The pump was replaced due to the kink. The pump was explanted without harm or injury and was replaced by a new impella pump via the other leg's femoral artery.